Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed random no delivery occasionally. The buttons sometimes feel sticky, or are slow to respond. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly and passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked alarm noted during testing. No damage or moisture damage on keypad assembly and no unlocked electrical board 1 keypad connector noted during visual inspection. (B)(4).